Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) was high, however, specific bg value was not provided. Reportedly, the customer had large ketone levels identified as life threatening by a health care provider. Manual insulin injections were used and fluids were consumed to address bg. Reportedly, the pump supplies were changed to address the issue.